Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported by spectrum health, USA that a single lumen peripherally inserted central venous catheter set (rpn: pics-401-mpis; lot: unknown) experienced separation requiring replacement. On (B)(6) 2021, the device was placed in the left basilic vein of an unknown, ¿active¿ patient for ongoing intravascular (IV) treatment. The catheter was secured with suture to the patient¿s skin and an occlusive dressing was placed to cover the device. On (B)(6) 2021, during an attempt to flush the catheter for treatment, the device failed. The device was observed to be ¿cracked partway down the catheter, distal to the clamp¿. Eight hours later, the catheter experienced complete separation as the ¿end of [the] hub came completely free.¿ the patient reported to the emergency department (ed) with a for device separation and was given antibiotics intramuscularly. On 03jun2021, the device was removed and replaced via an additional procedure requiring monitored anesthesia care (mac) with propofol sedation. The also patient experienced a delay in their ongoing infusion treatments due to this event. No other adverse effects to the patient were noted. A review of the documentation including the complaint history, instruction for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be conducted, as the lot number for this device is unknown. As adequate inspection activities have been established and no other lot related evidence is available, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information related to the reported failure mode: "warnings. Silicone peripherally inserted central venous catheters are not designed for power injection of contrast media. Catheter rupture may occur. Use of a 10ml or larger syringe will reduce the risk of catheter rupture. Precautions .-if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter maintenance.if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a heparinized saline solution.. Note: if clc-2000, microclave or other needless endcaps approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin lock. Catheter placement (non-fluoroscopic method). ..... 9. After catheter is in final position, remove obturator, secure catheter to skin and dress in standard fashion." Based on the information provided, no returned product and the results of our investigation, a definitive cause for the failure could not be established. Cook was unable to rule out inadvertent tension, care/maintenance of the device or manufacturing for this complaint event. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, h6- annex f. Correction: h6 - annex a. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 15jul2021 and 19jul2021: it was reported that the line cracked partway down the catheter, distal to the clamp, during an attempt to flush the device. Approximately eight hours later, the end of the hub completely separated from the catheter. The line was placed in the left basilic vein, secured to the patient with a suture, and covered with an occlusive dressing. Patient activity was described as active. As a result of the line break, the patient required mac propofol sedation, intramuscular antibiotic administration, line removal, and device replacement, as well as a delayed administration of IV medication treatment that was being performed at the time of the device malfunction. No unintended section of the device remained in the body of the patient. It was confirmed that the catheter will not be returned, as it was not retained by the facility.

Manufacturer narrative:
Reporter occupation: quality improvement specialist. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a single lumen peripherally inserted central venous catheter broke. On (B)(6) 2021, the patient came into the user facility's emergency department due to a line break. As a result, the patient was administered antibiotics and the device was removed and replaced the following day. No other adverse effects to the patient have been reported.